Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash solenoid valve to resolve the leak. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported instrument generating low qc with suppressed qc results and observed leaking from reagent probe b on their unicel dxc 600 pro synchron clinical chemistry system. The customer swapped the collar wash valve to reagent probe a and observed a leak from probe a. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.